Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was severely calcified. It was reported the bifurcated stent graft was implanted right under the renal artery. The aortic neck was 26 mm in diameter. The angiogram revealed a type I endoleak which was due to the severe calcification in the aortic neck. The physician ballooned three times with a reliant balloon, the type I endoleak improved with each inflation, however, the endoleak did not completely resolve. The physician placed another manufacturer's stent and the endoleak resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation: results: severe calcification in the aortic neck), (endoleak). Conclusion: (severe calcification in the aortic neck). Secondary intervention.